Manufacturer narrative:
St jude crtp implanted: (B)(6) 2014. St jude lead implanted : (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: st jude crtp, implanted: (B)(6) 2014; unknown competitor lead, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right atrial lead and right ventricular lead were removed due to infection. The organism was identified as methicillin-resistant staphylococcus aureus. No further patient complications have been reported as a result of this event.